Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00650. The pt received an scs system including an ipg and two surgical leads on (B)(6) 2009. It was reported that she occasionally feels soreness at the ipg site. In addition, it was reported that she is without stimulation and unable to initiate or increase therapy using her programmer. Before the loss of stimulation, the pt alleges that she only received partial therapy coverage. She denies experiencing any traumatic events or impact to the ipg which may have contributed to these issues. The pt has relocated and is currently seeking a new pain physician for purpose of scheduling a reprogramming session. No further details are available.